Event description:
Exact study pt on 03/02/2006, the physician performed a stenting of the right internal carotid artery. The vessel was described as being 5.5 mm in size and 85% stenosed. The target lession was 20 mm in length. A 6.0 mm emboloshed was inserted and successfully deployed. Pre-stent balloon dilatation wa performed with a 3.5 x 30 mm mavrick balloon. A 7 x 40 mm xact stent wa successfuuly position and deployed. Post-stent balloon dilatation was performed using a 5.5 x 20 mm viatrac balloon. The visual estimate if final residual stenosis at the target lesion site was 10%. Reportedly, there was "a new right-sided arterial branch occlusion noted on post-procedure intracranial angiogram views. Event definitely related to index procedure but unable to determine if specifically related to embolishiels and/or xact stent. Left arm weakness was no apparent during intra-procedural neurological assessment, as pt retained ability to squeeze toy throughout procedure as well as at procedure.completion, when left arm paresis was noted. A CT scan of the brain was orgered and showed, no evidence of acute intracranial hemmorhage or edema; periventricular white matter ischemic changes." A stat neurology soncult was ordered and the pt was started in a heparin drip for an unspecified duration. One day later CT of the brain revealed, "diffused white matter low attenuation likely representing chronic white matter ischemic didease; focal area of encephalomalacia involving the left frontoperietal region with question of acute/subacute ischemis; asymmetry between the two sides." Four days later the pt's left arm strength subsequently improved and he was able to lift his left arm above his head. However, his fine motor coordination was poor. This same day the pt was transferred to an inpt. Rehabilitation facility. The current condition of the pt is unk.